Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the back of the upper arm on 11-10-2025. Data was received but not investigated as data will not confirm the issue. The allegation

Manufacturer narrative:
(B)(4).